Event description:
It was reported an angio-seal device was successfully deployed to seal the arteriotomy site. Approx ten days later the pt presented to the hosp with no pulses in the affected leg and an acute thrombosis of the right femoral artery. An angiogram revealed a large filling defect at the site of the angio-seal deployment. The artery appeared to have a dissection and clot formation at the site. A percutaneous angioplasty and stenting was performed at the site as well as below the knee, re-establishing blood flow. The pt was discharged the following day.